Event description:
It was reported by clinical operation that the patient enrolled in the swedish adjustable (B)(6) registry had the band removed. On (B)(6) 2011 esophagus dilatation was observed and band was removed. On (B)(6) 2011 patient has confirmed the removal of the band through a quality of life questionnaire. Additional follow was conducted and no further information was available.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.